Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('experiences severe bleeding') in an adult female patient who had essure inserted for female sterilisation. Medical conditions: essure confirmation test done. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (oopherectomy). At the time of the report, the genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: pfs received- new reporter, removal details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('experiences severe bleeding'), device dislocation ('the right device is not present within the right fallopian tube.') And oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 882187,12535854) inserted for female sterilisation. The patient's medical history included c-section and vaginal discharge. Essure confirmation test done. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required) and device dislocation (seriousness criterion medically significant) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage and oophorectomy to be related to essure. The reporter commented: insertion details-left side =3. On the right side = 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: the right fallopian tube is patent. The left essure device is in good position.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received- lot number were added. New reporter, medical history, lab data, race were added. New event added:the right device is not present within the right fallopian tube. Oophorectomy added as a new event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('experiences severe bleeding'), device dislocation ('the right device is not present within the right fallopian tube.') And oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 882187,12535854) inserted for female sterilisation. The patient's medical history included c-section and vaginal discharge. Essure confirmation test done. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required) and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage and device dislocation outcome was unknown. The reporter considered device dislocation, genital haemorrhage and oophorectomy to be related to essure. The reporter commented: insertion details-left side =3. On the right side = 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: impression: the right fallopian tube is patent. The left essure device is in good position. Lot number: 12535854 manufacture date: 2012-08 expiration date: 2014-08. Lot number: 882187 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of ptc.(product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.